Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 1.4, lab: 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.4, lab: 3.2, mean: 2.3, confident limits: 1.6-3.4. As per internal procedure tr#0150 rev.2, the inratio value is not within the confident limits. The product will be investigated. Also patient was taking lot of medication. As per user guide p/n 0200038 rev c in the section "what causes unexpected results" certain prescription drugs and over the counter medication can affect the action of oral anticoagulant and inr value.